Event description:
It was reported that there was a cot tip leading to a patient head injury. Upon evaluation, no defect was found with the cot.

Event description:
It was reported that there was a cot tip during a patient transfer. The patient complained of moderate pain to the back of the head and that no treatment was needed. Upon evaluation, no defect was found with the cot.

Manufacturer narrative:
The completed investigation identified that this event did not result in a serious injury. B1, the b5 summary, and the section h codes have been updated to reflect the completed investigation.